Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2014.

Event description:
Procedure type: lap bilateral inguinal hernia repair. According to the reporter: balloon popped during inflation process. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no delay over 30 minutes. Additional info has been requested via email.